Manufacturer narrative:
Event log downloaded and reviewed, pump did not show any critical error. Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.

Event description:
Customer stated that the pump continues to run when the bag is empty during testing. There was no alarm triggered. Rate and dosage provided were 300 ml/hr and 10 ml.